Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer reported dropping the insulin pump prior to the alarm. Through troubleshooting damage to the drive support cap noted and it was also loose. Customer's current blood glucose reading is 125 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with protruded/loose drive support disk. Motor error alarm occured during basic occlusion test due to protruded/loose drive support disk. Unable to verify a33 alarm or a22 alarm due to motor error alarm. Minor scratched display window, cracked display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.